Event description:
Boston scientific crm received information that approximately one month after implant, it was noted that this right ventricular lead was not able to sense or capture at the programmed sensitivity and output. The lead was repositioned, resolving the issue. There were no adverse patient effects.